Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump indicated to check the syringe plunger sensor. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that no seals were missing, and the device physical condition was good with no appearance of damage upon receipt. Error code was found in the ehl (event history log). The customer reported problem was not duplicated during the investigation. The root cause of the reported event is unknown as no fault was found. Preventively, replaced the plunger printed circuit board, performed preventive maintenance and all functional testing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information was received by the manufacturer and attached on 30-september-2022, no patient involvement.